Event description:
No additional information.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Insyte autoguard catheter did not activate the safety device after puncture. Has the cause of occurrence been detected? If so, describe the cause? -yes, when you pressed the button, the needle did not retract. Identification of patient or user involved in grievances case? -patient and worker incidence of occurrence: more than once, how many: 3 times did the product show any changes? Yes. Is there more than one product with the same problem? Yes.